Manufacturer narrative:
Product analysis: the customer returned 3 images for evaluation. The images depict the protégé everflex device in the fully deployed state with the stent separate to the device. Additional information: before use in the patient, it was found that the stent had been partially deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the protege ef, a stent dislodgement occurred during sheath removal. The stent was intended for placement in the mid superficial femoral artery, which had a calcified target lesion with moderate calcification and 40% stenosis. After the stent was taken out, it was found to have partially deployed. The surgery was completed after replacing it with a new stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with the locking mechanism was loosened and the device was in a fully deployed state with no stent returned. The stent was confirmed as 200 mm from the strain relief. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. Witness marks were noted on the stainless steel hypotube approximately 25 mm and 27 mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was tightened in manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.